Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed provided material number: 309653, and lot number: 0079892. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. The photo shows a packaging blister top web, and a syringe. The syringe has the scale marking towards the bottom, but from the photo the scale marking doesn't appear dark enough. The physical sample came in an opened packaging blister. A visual inspection was performed, and the scale marking issue was observed. Investigation conclusion: based on the investigation carried out and with the sample and photo analysis the symptom reported by the customer is confirmed. The lot was produced for (B)(4) units; therefore, the cpm is 7.4. Root cause description: it could be possible for this defect to occur if there is not enough ink flowing through the pad printer. A new ink viscometer was installed. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device, and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings on the bd luer-lok" tip syringe were "very light". The following information was provided by the initial reporter: "product complaint bd 50 ml syringe luer-lok tip, ref.#: 309653, lot#: 0079892; expiry: 3/31/2025. On (B)(6) 2020, when opening the individually wrapped sterile bd 50 ml syringe luer-lok tip, the associate noticed very light numbers, and marked increments."